Event description:
It was reported that since the patient¿s revision in (B)(6) 2014, they were still having the same issues they were having prior to the revision. They also noted having even more symptoms on the date of the report because the patient had been inactive for so long, that it was compounding their other issues when the patient tried to do a little activity or cross their legs. The patient¿s symptoms included pain, muscle spasms, and a pressure sensation in both of their legs/lower extremities. They had charley horses in their calves, legs and feet, and sciatica pain in both of their legs, and the patient reportedly could barely walk. The patient was concerned about catheter migration in the spine and paralysis. They were redirected to the patient's healthcare provider (hcp). The pump system was being used to infuse fentanyl, bupivacaine, baclofen (unknown), and dilaudid (hydromorphone). [Please refer to manufacturer's report # 3004209178-2014-18328 for information regarding the patient's revision and symptoms prior to the revision] no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8598a, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
Additional information reported the patient experienced new and worsening symptoms of increased low back pain, constant severe pain/ pressure in leg muscles, unrelenting muscle spasms, bilateral "charlie horses in legs/feet." These symptoms were far more intense and frequent than the onset of the injury in 2000. After pump replacement surgery, the symptoms became worse and rendered the patient completely disabled. The patient attributed this to leaving the broken, dislocated portion of the catheter in the spine (mfg. Report# 3004209178-2014-18328). Since adding oral medication and subcutaneous relistor injections, the patient's doctor proposed to have an MRI, but none had been schedule to date. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Initial report should have reflected that the medwatch was filed on a combination product.